Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 98 mg/dl. The customer stated that she was mowing the lawn, had worn the device with its buttons facing her body, and believed that the insulin pump may have overheated. She stated that she had taken the insulin pump off to bolus when the insulin pump began alarming. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.